Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had dropped down to 50 mg/dl on a couple of nights when it was normal before going to bed. The customer declined helpline assistance.